Event description:
The family member to get assistance on how to prime the pump. Assisted the family member in priming the pump to fill up the slack in the tubing. During the call the contact reported that the customer was hospitalized for dka the night before the call. Also it was indicated that the doctor does not know what could have caused the high bgs.